Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (210 service code) was confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for the failure was isolated to a shorted u6 component on the computer/analog pca. The root cause for the shorted u6 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.